Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and observed the a-line high concentration waste (hcw) pump not aspirating as expected. The tubing from the hcw pump to the drain was occulated. The fsr replaced the hcw waste lines, hcw pump head tubing, ria mixer, sample probe, and micro syringe on the wash solution pump. No additional discrepant result issues, on the architect (B)(4), have been reported since the service activity was completed. The tubing, peristaltic head (rohs), tbg, and the wash sol pmp 1ml - micro syr (rohs) were determined to be the likely cause parts. A review of instrument service history revealed no additional erratic or discrepant results reported on serial number (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the tubing, peristaltic head (rohs), tbg, or wash sol pmp 1ml - micro syr (rohs). A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the tubing, peristaltic head (rohs), tbg, wash sol pump 1ml- micro syr (rohs) or the architect c16000 processing module, serial (B)(4) was identified.

Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for 2 samples. The following data was provided: sid (B)(6) sodium initial result = 109 mmol/l, repeat = 137 mmol/l sid (B)(6) sodium initial result = 118 mmol/l, repeat = 139 mmol/l.